Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user states delay in therapy due to interruption with piggy back mode on pump. No other information provided. Unfortunately, I am not sure which room this pump came from and what was infusing. Therefore, I cannot add any clarity to the situation. I can say that the only thing that we infuse as a secondary is an antibiotic so thaw would be the case for this pump. As for it starting the infusion and not completing it, again it was a very busy day and the pump wasn't given directly to me nor was the issue discussed. I am sorry I cannot be of more assistance in this matter. I will however, try to get staff to report specific issues with any pump going forward.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at a rate of 250ml/hr and a volume to be infused of 25ml. The test results were within specifications. Based on the results of the investigation, the pump operated as intended. If any additional pertinent information becomes available, a follow up report will be submitted.